Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient for about 30 minutes the unit alarmed that it was overheated and the yellow light emitting diode was lit. The oscillator stopped and had a red light flashing with an alarm. It is unknown if there was any harm to the patient.